Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided ubc cable, charging pad, and wall power adapter. The customer's blood glucose level had no adverse impact. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies.